Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the popliteal artery. A 5.0x200x150 sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before it got to nominal pressure. The balloon was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.